Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump did not allow the customer to get past the fill tubing step and received a minimum fill notification during the load process numerous times. Cold insulin had been used. The customer added more insulin and reloaded the cartridge successfully. There was no impact to the customer's blood glucose level.